Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred while in use on a patient. It was alleged that the device stopped and started repeatedly and showed ventilator inoperative alarms in the log. There was no harm or injury reported. The device was replaced. The ventilator was returned to the manufacturer for evaluation and the ventilator inoperative condition was confirmed in the logs. The device's software was upgraded to address the issue. The condition was considered to have occurred in data processing within the device when the phenomenon occurred. Additionally, the main board was replaced due to a crackling alarm sound. The blower, inlet form kit, top cover, and outlet flow path have been replaced due to the presence of a life related smell. Findings not related to the malfunction/issue. The device was cleaned and passed final testing. The bipap a40 system silver is substantially similar to the bipap a40 and will be reported in the united states under bipap a40, k121623.